Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. An insulation degradation was noted at 4.5 cm from the connector pin. (B)(6). (B)(4).